Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed any additional info will be reported in a supplemental report.

Event description:
It was reported, the surgeon proceeded to use the reamer for the lag screw and said that the reamer is too aggressive. He showed on the x-ray a fracture on the lateral cortex caused by the reamer. The lag screw, once it was engaged, was pulled into the femoral head causing a fracture on the lateral cortex. The surgeon commented that this has occurred the last 4 times he's used this reamer. He will stop using this product.